Event description:
The physician was treating a subclavian aretery aneurysm. A .018 guide wire was used from a femoral approach. A .025 guide wire was not available. Two 11x5 viabahn devices were successfully implanted. The next device, 13x5 mm viabahn had trouble getting through the12 fr sheath. The device was removed and another 13 x 5 mm (lot #04270032) was attempted but it would not go past the end of the sheath. The device was removed but thefacility was out of devices. The physician dida sternotomy and open repair. The patient was doing well following the procedure.